Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 129 mg/dl while the patient was profusely sweating. The sensor fell off and a blood glucose reading was checked and it was 21 mg/dl. The patient´s spouse called an ambulance and when the paramedics arrived, they took a blood glucose reading which was 36mg/dl. The paramedics treated the patient with a glucose injection and glucose IV. After 30 to 45 minutes of treatment, the paramedics took a blood glucose reading and it was 156 mg/dl. At the time of the report, the patient was doing better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.